Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their controller has gone out twice in the last month. Patient stated that when trying to charge their controller would not advance past looking for a device and saw error message battery low controller battery. Patient stated that they called their medtronic representative who advised them to call patient services for a battery pack replacement. Agent asked the patient if they were referring to the controller or the implanted neurostimulator and the patient stated that the controller worked fine only when the controller was plugged into the ac power supply. Patient's explanation was contradictive and after further troubleshooting, the issue happens while charging their implant and not the controller. Patient mentioned during the call that the stimulation turned off , but turned on after taking out battery and wiping it off and charging more. During the call, agent walked the patient through taking out the battery and plugging the controller into the ac wall charger. Patient confirmed the controller powered on with no error messages. Patient re-inserted the battery back into the controller and confirmed that green light was flashing on the face of the controller indicating controller was charging. Patient confirmed the controller battery was 100% and battery was 70%. Patient confirmed that there was no visible damage to the equipment. Patient started implant charging session during the call and the charging qual ity continued to be excellent. The troubleshooting steps that were taken on the call resolved the issue. Patient stated their implant battery percent went up to 80% meaning it is incrementing. Patient also mentioned that they have severe back injury and sciatic ne rve problem as well as other severe medical issues. Patient mentioned they need to walk around with crutches or a walker.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported the cause of the stim turned off on its own was that the implant would not take a charge. Steps taken were the device was rebooted. This resolved the issue. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.